Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2018 with phrenic nerve stimulation. It was determined that the patient was a twiddler. The right ventricular lead had become dislodged and pulled back towards the superior vena cava. Tachycardia and pacing therapy were disabled on the implantable cardioverter defibrillator. The patient presented for lead extraction procedure on (B)(6) 2018. During the procedure, the physician had difficulty separating the lead from the device, the set screw would not retract. The physician handed the device to the nurse and the device fell onto the floor. Due to the device being contaminated, the device was replaced. The lead was extracted and replaced as well. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.